Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented to the emergency room after receiving a vibratory patient notification alert for out-of-range lead impedance measurement, several non-sustained oversensing episodes due to noise and low out-of-range pacing lead impedance measurement were observed. Noise was not reproducible during in-clinic testing. Lead damage was suspected upon reviewing the session records. There was also inadequate capture. Lead replacement was recommended. Programming changes were made. The patient was given remote care and will be monitored through follow-ups. Patient's condition was fine.